Event description:
A patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement using navarre opti drainage catheter. After some time, on (B)(6) 2025, the thread of the drainage catheter allegedly digressed. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement using navarre opti drainage catheter. After some time, on (B)(6) 2025, the thread of the drainage catheter allegedly digressed. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for evaluation. The photo shows two drainage catheters in which the sure lok thread can be noted to be connected to the hub portion of catheter. No anomalies noted. The distal end of the catheter (pigtail area) in which the threads are supposed to be connected is not clearly visible in the photo hence the break and material separation is not clearly visible. Therefore, the investigation is inconclusive for the reported break and the material separation issues as the photo evidence provided is unclear which is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.